Manufacturer narrative:
The following functional tests were performed: the customer received remote application assistance from a remote support engineer (rse). It turned out that the issue was resolved on customers own, and no investigation was performed by philips. The customer explained that the speaker was defective and a replacement of the speaker was performed. Based on the information available, the cause of the reported problem was a defective speaker. The speaker was replaced to resolve the issue. If additional information is received the complaint file will be reopened.

Event description:
It was reported that the mx40 1.4 ghz smart hopping was displaying "speaker malfunction". A good faith effort (gfe) was performed to clarify if the speaker produced sound, but no additional details were provided. The device was not in use on a patient at the time of the event.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the mx40 1.4 ghz smart hopping was displaying "speaker malfunction". It is unknown if there was still sound coming from the device at the time of the event. The device was not in use on a patient at the time of the event.